Event description:
The customer reported the system displayed overload and fast stop errors. These errors could cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply module and reloaded calibration files. The system operates as intended.